Event description:
A malfunction alarm with code malf 12 was reported, and it did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The customer received assistance from technical support to reset the pump, which resolved the issue, and the malfunction code did not recur afterward. The customer continued to use the pump for insulin therapy.